Manufacturer narrative:
Concomitant product(s): a 407652 lead, implanted: (B)(6) 2004; dtba1d1 crtd, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and left ventricular (lv) lead exhibited high thresholds. The ra and lv leads were explanted and replaced. It was also reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.